Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was having an unrelated abdominal surgery, electrocautery was used which caused a burn over the implantable pulse generator (ipg) site which was also located in the abdomen. The ipg was explanted and replaced in a different area. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.